Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had an unexpected restart alarm on the insulin pump. Customer's blood glucose was 239 mg/dl at the time of the incident. It was found that he had received a button error alarm prior to the unexpected restart in the alarm history. Customer stated that a temp basal was not programmed before the unexpected restart alarm. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after a new battery was inserted into the pump. Customer was able to clear the unexpected restart alarm. Customer could not clear the button error alarm and when he took the battery out and put it back into the pump, he received an unexpected restart alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, a21 error test and self test. No a21 error noted.